Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, it was reported that a cartridge alarm intermittently occurred during basal delivery with multiple cartridges. The customer resumed insulin delivery, customer does have manual injection available for insulin therapy if needed. Customer¿s blood glucose level was 100-120 mg/dl.